Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 430 mg/dl. The customer stated that the insulin pump is not working, and he has had high blood glucose levels for two months. Troubleshooting was performed. Found several no delivery alarms in the alarm history. Found that the daily totals did not match up with the basal rate and bolus delivery totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.